Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had sensor versus blood glucose value issues. Insulin pump had a low sugar display. Customer had not checked their finger stick but had to rely on the sensor glucose value and ate a lot of sugar because sensor glucose value did not go up. She ate more sugar, after a long time the customer checked their finger stick values and noticed a high sugar value. Customer's blood glucose level was 560 mg/dl. The device was not returned.